Event description:
Reporter indicated that the patient had generator replacement surgery in (B) (6) 2008, and went to the neurologist for a follow-up appointment. When the physician interrogated the generator, she received a "high impedance" error message. No trauma or manipulation was reported that may have contributed to the high impedance. Per the reporter, it is possibly due to fibrosis of the nerve. X-rays were taken and reviewed by the manufacturer. Upon review, no abnomalities were noted, though the lead could not be thoroughly assessed due to poor image quality. Patient had lead and generator replaced in (B) (6) 2009. Product had been returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
Manufacturer reviewed x-rays of the implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Important to note that image quality was poor, so leads could not be thoroughly evaluated. Device failure is suspected, but did not cause or contribute to a death or serious injury.